Manufacturer narrative:
On mar 29, 2023, additional information was received indicating the patient underwent device removal on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: reoccurring uti. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 550cc and suffered several unexplained systemic symptoms, including breast pain, nipple pain, difficulty breathing, memory loss, brain fog, hair loss, alopecia, neck and back pain, itchy breasts, allergies worsening, sleeping disorder, numbness in groin area, reoccurring uti¿s which led to surgery to correct, headaches, migraines, anxiety, diagnosed with pmdd, multiple periods per month, fatigue, low energy, hip pain, mild complex sleep apnea. A breast mass was also reported on the right breast diagnosed via mammogram. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.